Event description:
It was reported that the "buttons" on the pump were sticking. No information was provided on if the customer was referring to the wake button or the buttons on the pump touchscreen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.